Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, the home patient (hp) informed the technical service representative (tsr) that they disconnected the empty solution bag on the heater and connected the supply bag to the heater line. The event occurred during the fill three of five phase of peritoneal dialysis therapy on the homechoice device while the hp was connected. The tsr explained and assisted the hp in ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.